Event description:
It was reported that during a follow-up, the device was far-field oversensing on the atrial lead. The patient did not receive unanticipated therapy, and oversensing was also noted on stored egm. It was recommended to reprogram the device. The device remains in service. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.